Manufacturer narrative:
The summary information updated with this report and event date updated. (B)(4).

Event description:
It was reported that insulin squirting during set change was on the day before the event date.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 26 mg/dl and the current blood glucose was 129 mg/dl. The low blood glucose was treated with food and glucose tablet. The customer also stated that, the insulin was squirting out during priming and insulin pump stopped working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime/fill anomaly or blank display noted during testing. (B)(4).